Event description:
Having problem with essure birth control device. Since implant (B)(6) 2012 have gained 30 pounds. Most weight gain in the first year, have gone from size 2 to size 16. I am having back problem that irradiate in left side hips and leg, dizziness, memory problem, sharp pain in the uterus area on left side not constant, but happen a few times a month, major bleeding during period. I now have to wear double protection for minimum 8 days straight every month, loss of libido, bloating every evening, my size 16 is too large in the morning, at the end of the day where I have to untie my pants they are too small. I took 7-8 months pregnant. Even if I have started training since the past 2 years.